Manufacturer narrative:
Batch review performed on 15.february.2021: lot 2004291: (B)(4) items manufactured and released on 23-jul-2020. Expiration date: 2025-07-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: reverse shoulder system 04.01.0111 humeral reverse metaphysis +9mm/0¿ (k170452), lot. 1910965. Batch review performed on 15.february.2021: lot 1910965: (B)(4) items manufactured and released on 10-jun-2020. Expiration date: 2025-05-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: reverse shoulder system 04.01.0207 lat. Glenosphere 36x¿24.5 (k193175) lot. 189933 batch review performed on 15.february.2021: lot 189933: 55 items manufactured and released on 08-may-2019. Expiration date: 2024-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: reverse shoulder system 04.01.0190 threaded glenoid baseplate ¿24.5x25 (k171058 ) lot. 1811892 batch review performed on 15.february.2021: lot 1811892: (B)(4) items manufactured and released on 17-jul-2019. Expiration date: 2024-07-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: reverse shoulder system 04.01.0001 std humeral diaphysis - cementless - 6 (k170452) lot. 1906537 batch review performed on 15.february.2021: lot 1906537: (B)(4) items manufactured and released on 12-sep-2019. Expiration date: 2024-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 1 month after the previous revision surgery due to signs of an infection and the pathogen is unknown. The surgeon removed all hardware and implanted an antibiotic spacer. The surgery was completed successfully. The previous revision surgery was performed due to dislocation( glenosphere and liner revised). The primary surgery was performed on (B)(6) 2020.